Manufacturer narrative:
Additional information: h4, h6(update codes), and h11. H4: the lot was manufactured between 09/26/2025 and 09/27/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four exactamix 2000 ml eva tpn bags ruptured and leaked after compounding and prior to delivery to the patient. The leak occurred 'at the top center of the bag along the arc below the hole to hang the bag'. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.